Manufacturer narrative:
This report is submitted on february 28, 2018, (B)(4).

Event description:
It was reported the patient was treated with antibiotics (date and duration not reported) for pain and redness at the abutment site.